Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the iob feature on the pump is not calculating insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.